Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set tubing had detached from the quick release while the patient was sleeping. The site location was the patient's upper thigh/ left abdomen. The pump was lying on the bed with her on the same side and the infusion had been in use on the 3rd or 4th day. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. The patient had the same issue with the two sets and stated the box of the infusion sets she had was malfunctioning. No further information available.